Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11 evaluation of the photograph provided found foreign debris is present inside the opened sterile packaging. The reported foreign debris could not be located in the returned, opened sterile packaging. As the sterile packaging was previously opened, the source of the debris cannot be determined. Additional evaluation found there is a marking on the outside of the pouch and the foam insert has visible damage, however, as these findings were not initially reported, no further review was performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event occurred in an operating room or as part of a medical procedure; medical records were not provided. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was returned opened. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that when opening the implant, the surgical tech noticed there was debris inside of the packaging. The procedure was completed using another implant.there is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4).the product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.